Event description:
The customer contact reported a leak. It was reported that during priming of the tubing set prior to pt use with an unspecified medication, solution leaked from reportedly a nick in the center of the tubing. The customer contact reported that the nick was half inch to 1 inch distal to the drip chamber and half the circumference of the tubing. The tubing set was replaced and the therapy was initiated. Hospira's medical investigation is complete.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.